Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.

Event description:
The MFR received info alleging a ventilator's oxygen inlet connector was blocked limiting the flow from an oxygen concentration. There was no harm or injury reported.